Event description:
It was reported that a spectrum iq pump was stuck on the downstream occlusion screen. The screen said to press ok and then run, but the pump would not run and the keys were unresponsive occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter e-mail was ni should be (B)(6). Additional information h3, h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.